Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a regular check-up with their implantable cardiac monitor in a baggie. The evening prior, the incision had just opened, and device was sticking out when patient pulled the device out the rest of the way. The incision was closed and in the future re-implant will occur. Patient was stable before, during, and after the incision was closed.